Manufacturer narrative:
Device evluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, b5, d9, e1, h3, h6

Event description:
Healthcare professional reported left side "no complaint against the device." Healthcare professional later reported "small amount of preimplant fluid collection." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "small amount of preimplant fluid collection". Device photo evaluation: visual analysis of the photographs identified: ¿ seroma-late: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "left breast small amount of preimplant fluid collection." The device has been explanted and replaced.